Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure and there was nothing wrong with the device. It was also reported that additional leads were implanted for the patient's new pain which was not device or procedure related.

Event description:
A report was received that patient underwent a replacement procedure due to device malfunction. The patient was doing well postoperatively.

Event description:
A report was received that patient underwent a replacement procedure due to device malfunction. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4), description: linear st lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.